Manufacturer narrative:
Cont¿d medical devices: 20 ml syringe, unknown manufacturer; dual port extension tubing, unknown manufacturer; bd nexiva dual-lumen peripheral catheter, unknown model and lot number. Therapy date (B)(6) 2018. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that during a patient's chemo infusion, the user noted fluid squirting out of the lowest y-port of the IV pump tubing unexpectedly. The nurse was administering chemo IV push in a 20 ml syringe via one leg of a dual ported extension set attached to the patient's peripheral catheter. The other leg was attached to the IV pump tubing which was not connected to the pump at the time. The protocol was to flush some chemo, and let the gravity maintenance fluid flush the medication through the vein, and when the chemo syringe was empty, reconnect the IV tubing to the pump to continue a maintenance fluid infusion. The IV tubing was not clamped during the leaking event. No damage to the administration set pumping segment was observed, and the user obtained new IV tubing to continue the infusion after the leak was discovered. No patient or user harm was reported.

Manufacturer narrative:
The customer¿s report of a leak from the port was confirmed. Visual inspection of the set's distal smartsite port under magnification observed damage to the piston. Functional and pressure testing was performed; both fluid and air leaked from the observed damage. The cause of the leak was a damaged/punctured smartsite piston. The root cause of the piston damage/puncture is a manufacturing issue.